Event description:
Same case as MFR #: 2134265-2014-01220. It was reported that roll-off took longer than anticipated. The patient was undergoing radiofrequency ablation (rfa) of the liver utilizing a 3.5/15/15 leveen coaccess electrode and a rf3000 radiofrequency generator. The physician indicated that roll-off was taking too long. Eventually, the electrode was replaced and roll-off was achieved successfully. There were no patient complications reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).